Event description:
It was reported that the diagnostic monitor may be recording false asystole. The patient did complain of not feeling well but interrogation of the diagnostic monitor revealed events that seemed to be due to loss of signal rather then physiologic. The diagnostic monitor remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed, and revealed that the lifetime asystole episode counter was 529.